Event description:
This case was initially received via consumer on (B)(6) 2014. The most recent information received on 04-may-2018 via regulatory authority ((B)(4), reference number: mw5039051). The most recent information was received on 27-mar-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device"), genital haemorrhage ("bleeding/heavy period for 3 consecutive months/heavy bleeding/irregular bleeding"), pregnancy with contraceptive device ("pregnant") and abortion spontaneous ("miscarriage") in a (B)(6) -year-old female patient (gravida 4, para 3) who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device innefective". The patient's past medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 1999, (B)(6) 2013), gravida in (B)(6) 2013 and postpartum state. Previously administered products included for analgesia: toradol in (B)(6) 2014, motrin in (B)(6) 2014 and nucynta in (B)(6) 2014. Concurrent conditions included metabolic syndrome, abnormal weight gain, vitamin d deficiency, vitamin b12 deficiency, overweight, postpartum state and amenorrhoea. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as cetirizine hydrochloride (zyrtek) since (B)(6) 2017, fluticasone propionate and hydrocortisone. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, 275 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. In 2014, the patient experienced device dislocation (seriousness criterion medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device expulsion ("left has moved a little bit/left coil have been within the lower endometrial or cervical canal during hsg"), nausea ("feeling nauseated") and abdominal pain upper ("stomach cramps"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal vaginal bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with progesterone, surgery (dilation and curettage) and dietary measures (prescribed paleo diet, prescribed low carbohydrate, high protein diet). In 2014, the genital haemorrhage had resolved. At the time of the report, the device dislocation, device expulsion, nausea and abdominal pain upper outcome was unknown and the pregnancy with contraceptive device, abortion spontaneous, menorrhagia, abdominal pain, weight increased and vaginal haemorrhage had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain upper, genital haemorrhage and nausea with essure. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Pregnancy test urine - on (B)(6) 2014: positive. Smear cervix - on (B)(6) 2014: normal results. Ultrasound scan - on (B)(6) 2014: the right is showing, but there is nothing on the... Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event per pfs: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth/ miscarriage)/ dilation and curettage after miscarriage, weight gain. Pregnancy outcome was added. Concomitant medication added. On (B)(6) 2018: information transferred from deletion case. Reporters added, authority added as reporter. Historical conditions were added. All the documents were transferred from case (B)(4) to this case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.